Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an unknown alumina head. It was noted that the device is not available as it was retained by the hospital. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding audible noise involving a ceramic head was reported. The event was not confirmed. The device was not returned due to hospital policy. Images of the device were received. A metal transfer mark was evident on the articulating surface of the head, likely due to explantation damage. Medical records received and evaluation: a medical review was performed based on the case description and concluded: "issue with revision of trident alumina ceramic liner and femoral head because of pain and squeaking some 7-years post primary implantation in (B)(6)-year old female patient with near normal body weight. Minor metallosis in joint. No x-rays are available for review and no implants were returned for investigation as per hospital policy. The reported metallosis was considered ¿minor¿ which probably indicates this visual observation was a secondary effect to something else, possibly impingement as it could only be caused by metal contact related issues in the arthroplasty which by exclusion of other potential sources in this ceramic-on-ceramic arthroplasty were most probably caused by component impingement. This always relates to component malposition, often the cup, and as such is procedure-related in nature and could in principle also point to the root cause for the pain and squeaking phenomena observed. More than a strong suspicion for such a root cause of failure can however not be expressed due to lack of more detailed information." Device history review: the reported lot ID was not provided however a review of the supplier inspection certificate confirmed that all devices conformed to all material and dimensional requirements at the time of production. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, pathology reports and x-rays are needed to fully investigate the event.

Event description:
It was reported that there was a revision of a right hip due to pain. It was noted that four months ago the patient started to hear squeaking and then had immediate pain. Removed the liner and head. Minor metallosis in joint was noted during the revision surgery.

Event description:
It was reported that there was a revision of a right hip due to pain. It was noted that four months ago the patient started to hear squeaking and then had immediate pain. Removed the liner and head. Minor metallosis in joint was noted during the revision surgery.